Event description:
During a case, a staff member was adjusting the light arm when the rubber cap on the spindler came loose and fell off of the hub. The chain was still intact but the staff reported that dust and debris fell out of the opening and into the pt's incision.